Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and the insulin pump had experienced vibration anomaly. The customer¿s blood glucose level was 60 mg/dl. The customer states the pump is neither beeping nor vibrating currently. The customer was assisted with troubleshooting for vibration anomaly as well as performed self-test and noticed the pump did not vibrate during the vibrate test. The customer declined to troubleshoot for low blood glucose. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with no vibration due to broken vibrator wire. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained address number label.